Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) therapy and an inappropriate shock for an atrial arrythmia. Additionally, it was noted that the fourth atp attempt accelerated the rate into a ventricular fibrillation (vf). Technical services (ts) was consulted and recommended programming enhancements. This device remains in service. No additional adverse patient effects were reported.